Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that stimulation "bit him in the pocket" and the patient did not think "the battery held the program." When the patient was out on the dance floor and the stimulation kept changing, it almost knocked him off his feet. Diagnostic testing or troubleshooting was not performed at the initial time of report; the patient was to make an appointment with the healthcare professional for consultation and possible reprogramming. It was noted that the patient understood that he needed to wait three minutes after adjusting the amplitude in adaptive stimulation (as) mode. The consumer reported that the patient's belt was hitting his battery, and the patient thought the battery was defective. The issue was not resolved as of (B)(6) 2015. Surgical intervention did not occur, and it was unknown whether surgical intervention was planned. No outcome or troubleshooting/ interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information received from a manufacturer's representative (rep) reported he saw the patient on (B)(6) 2015 at the healthcare provider's (hcp) office. Troubleshooting perform related to the battery "biting" the patient in the pocket and his stimulation changing included impedance testing that was done in both standing and sitting positions. All electrode impedances showed values less than 1500 in both positions. Actions or interventions taken to resolve the battery "biting" the patient in the pocket and his stimulation changing included attempted reprogramming. However, the patient stated that he did not have confidence in the device and would not be using it. The patient told the hcp that he wanted the device explanted and the device would be explanted at a future date. The cause of the battery "biting" the patient in the pocket and his stimulation changing was not determined. If additional information is received, a follow-up report will be sent.